Event description:
It was reported by the customer that a bd pyxis¿ medbank tower displayed error message; user was adding warfarin 3mg to the patient profile but when going to issue the medication it brought up an error box stating she could not issue over profile quantity amount for another medication that was on the profile even though she was not issuing that medication. They ran a master-upgrade, and the issue still persisted. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that device displayed error message while adding medication to the patient profile. The technical support specialist stated that customer was not allowed to issue over profile qty requested 1.5 for item alprazolam 0.25mg tab. The system functioned as intended after being assessed by the technical support specialist.